Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant architect total b-hcg results were generated for two patients. The following data was provided: sample ID: (B)(6). Initial result of 2.25 miu/ml retested at 569.85 and 618.28 miu/ml (positive). A different sample tube. From the same patient tested negative at <1.2 miu/ml in triplicate. Sample ID: (B)(6). Sample 1: initial result of 32 miu/ml retested at 37.05 miu/ml (both positive). Sample 2: <1.20 miu/ml twice (negative). No adverse impact to patient management was reported.

Manufacturer narrative:
Field service investigation indicated a high positive total b-hcg sample was run immediately prior to sid (B)(6) and carryover was suspected. The customer replaced the sample probe as recommended by the abbott service representative. The probe was considered the likely cause for this occurrence. A second sample, sid (B)(6), generated a falsely positive total b-hcg result. The service representative's log review identified no evidence of carryover from a previous sample. The field service engineer observed spilled samples on the top cover of the rsh, inside the rsh and on the protective cover of the carrier. The spill was cleaned and decontaminated. Sample spillage was considered to be the likely cause for the discrepant result associated with sid (B)(6). Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. . Based on the available information, no product deficiency was identified.